Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device stopped working. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn component and bearings deterioration from normal wear out, which is normal use and service over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure, it was observed that the quick coupling device stopped working. There were no delays to the surgical procedure as a spare device was available for use. There was animal patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.